Manufacturer narrative:
The insulin pump had blank display due to corroded battery cap contact. However, the insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without low battery alert. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.